Manufacturer narrative:
Investigation evaluation: the only portion returned was a box from the lot number provided in the report. The label matches the product returned. An evaluation of the photo provided by the user confirmed the lot number involved. The product said to be involved was not included in the return, hence a complete evaluation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the expiration date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the expiration date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elastic properties. Per the band supplier, if properly stored, tubing can maintain its specification properties for five years or longer. The tubing should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elastic properties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: the only portion returned was a box from the lot number provided in the report. The label matches the product returned. An evaluation of the photo provided by the user confirmed the lot number involved. The product said to be involved was not included in the return, hence a complete evaluation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the expiration date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the expiration date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elastic properties. Per the band supplier, if properly stored, tubing can maintain its specification properties for five years or longer. The tubing should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elastic properties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be sent upon completion of the investigation. The event is currently under investigation. A follow up report will be sent upon completion of the investigation.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi band ligator. The primary complaint according to the reporter is bands did not "shrink down" post-deployment when "tested" [band will not contract after deployment]. None were used on a patient according to the reporter all were deployed in the process of testing prior to usage.